Manufacturer narrative:
One photo was supplied by the customer and seven unused samples with lot numbers 1922500964 (2) 1926741964 (2) 1928839164 (3) were received for evaluation. Based on the photographs and after performing a visual inspection in the returned samples, the condition reported by our customer was not confirmed; the samples did not show any type of deficiency. The exact root cause could not be determined based on the returned samples/photos. Functional inspection is performed during the manufacturing process with acceptable results according with quality standard requirements. No corrective actions are deemed necessary at this time. The process is running according to product specifications meeting quality acceptance criteria the process will be continuously monitored for any adverse trends that require immediate attention.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the catheter has a hole. Additional information received on 23-dec-2019 stated that the hole prevented the device from suctioning and caused air to leak from the hole. There was no patient injury.